Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a050701 captures the reportable event of wire failure to release bow. Block h11: investigation results the device was not returned for analysis despite good faith efforts; therefore, a technical analysis could not be performed. With all the available information, boston scientific concludes that the reported event of wire unable to release bow could not be confirmed. The device was not returned for analysis despite good faith efforts. Without analysis of the actual device, there is a lack of objective evidence, or descriptive conditions of the event required to determine a probable root cause of the event. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported to boston scientific corporation that an autotome rx 49 was used in the papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat choledocholithiasis performed on (B)(6) 2026, during the procedure, the physician advanced the sphincterotome through the working channel and successfully cannulated the papilla. Upon applying tension, the device initially functioned as expected. However, it then developed an abnormal curvature and failed to return to its normal straight configuration. The technician attempted to actuate the handle (opening and closing it) according to the instructions for use, but the sphincterotome did not regain its original shape after multiple attempts. With the application of slight additional force, the device eventually returned to its normal position. The procedure was completed with a different device. There were no patient complications reported as a result of this event.